Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported recharging was taking too long and they were getting between 0-2 coupling boxes. The antenna was repositioned and the antenna locate feature was used resulting in six coupling boxes, but the coupling boxes didn't remain, and a damaged antenna was reported. It was further reported the consumer's pain started coming back either (B)(6). It was also noted the consumer developed shingles exactly a week after surgery, so they felt tingling on one side and numbness on the other. As a result they were prescribed anti-viral medications but it was causing terrible pain. After the consumer received the new antenna they were only getting two coupling bars so troubleshooting was performed allowing the consumer to achieve eight coupling bars.

Event description:
Additional information received from the consumer reported the manufacturer's representative (rep) came into the doctor' office last week and was able to get eight coupling bars with their equipment, but they were standing when this happened. The consumer further reported they wouldn't be able to stand up the entire time they were charging, and were still getting poor coupling.

Event description:
A consumer implanted for non-malignant pain reported they were experiencing poor coupling. It was reviewed how to line up the antenna head under the implantable neurostimulator (ins) incision but it didn't resolve the issue. Following this the antenna locate feature was used but it didn't resolve the issue either. On (B)(6) 2016 the consumer met with the manufacturer's representative (rep) who was able to achieve eight coupling boxes, and told the consumer they weren't pressing hard enough. Following this the consumer hadn't been able to achieve any coupling boxes even though they were pressing hard and used the antenna locate feature. The consumer then mentioned one side of the ins seemed tilted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient implanted with an implantable neurostimulator (ins) stated that they keep working on trying different programs. Patient reported that they wish sometimes that the recharging would go a little faster and also that will relieve a little more of their pain. The patient reported seeing the ins charge complete message on the recharger screen. The patient was reviewed that the message means the ins battery is fully charged. There is no problem with the ins or the ins recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.